Manufacturer narrative:
The device has been received for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of damaged battery was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to use/user error. The main batteries and battery harness were replaced to correct this condition. A service history review revealed that this device was previously serviced for failures/problems that were same as or similar to the current problem.

Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. It is unknown if there was any patient involvement. There were no reports of patient injury, medical intervention necessary, or adverse reaction in association with this event. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.